Event description:
Healthcare professional reported patient was injected to the cheeks with 4 syringes of juvederm voluma with lidocaine. Patient made use of ice after injection. Approximately 4 months later patient developed "hardening of the product in the injection sites, feeling of encapsulation and discomfort when the place of injection was pressed, " and inflammation. Symptoms started on the right side, but were worse on the left side. Patient was treated with celestorderm gentamicina. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardening, encapsulation, discomfort, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.